Event description:
A caller reported encountering an error with their continuous glucose monitor. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a complete pump reset, and the caller successfully started their sensor session after the reset resolved the issue.